Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The infusion set came off after the patient took shower. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.